Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "high pressure" alarms and "air in line detected" alarms. Functional testing was performed and the reported issue was not duplicated. The cause of the reported issue could not be determined as no product fault was found. No action was taken.

Event description:
It was reported that there was water leakage. Reporter stated the event occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.